Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device analysis revealed that a catheter was returned detached in the lapjoint distal section, however, the catheter did not present any damage in the guidewide exit hole port and the distal tip of the catheter. Impedance testing shows a good unit wave form. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified in the left anterior descending coronary artery (lad). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), when imaging was performed the image disappeared when crossing the lesion area and lost image occurred. The procedure was completed with another with a different device. No patient complications were reported. However, device analysis revealed a detached in the lapjoint distal section of the device.